Manufacturer narrative:
The returned parts were all visually inspected: normal scratches and marks associated with instrumentation contacting implants. Normal scratches and marks associated with instrumentation contacting implants. Some kinking due to bending to fit the patients' anatomy but appears normal. (6) of the set screws have pronounced scratching and divots that are normal, and indicate that the set screw was properly torqued. (1) set screw did not have the scratching, or divots, and appears to not have been torqued against the rod properly. Through the visual inspection, it was determined that the root cause of the set screw migration was due to the set screw not being torqued against the rod properly, as was seen from the lack of scratching on the etching. Inventory was not reviewed as the nonconformance was due to use, and not a manufacturing issue. In conclusion, the root cause of the set screw migration was due to the set screw not being torqued against the rod properly.

Event description:
It was determined during a post-op check up that the set screw had migrated out of the appropriate location. This caused the need for a revision surgery to remove the migrated screw.